Event description:
A malfunction on a pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no critical impact. The customer was assisted by technical support to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which they understood and acknowledged.